Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(6) alleging a battery indicator issue with a one touch verio meter. The patient indicated that the alleged issue started on (B)(6) 2012 at an unspecified time during the morning. As a result of the alleged issue, the patient claimed that she developed a symptom of dizziness. The patient denied that she received any medical intervention or treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the meter had a battery indicator issue that was not resolved with troubleshooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/22/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.